Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "total hip arthroplasty requiring subtrochanteric osteotomy for developmental hip dysplasia" written by thomas l. Bernasek, md, george j. Haidukewych, md, kenneth a. Gustke, md, owen hill, phd, pa-c, mpas, and melissa levering, bs published by the journal of arthroplasty vol. 22 no. 6 suppl. 2 2007 accepted by publisher 9 may 2007 was reviewed. The article's purpose was to report results of tha in patients with ddh (developmental hip dysplasia) who required a subtrochanteric osteotomy. Data was compiled from 27 patients (30 hips) who received the procedure between 1991 and 2001 ages ranging 17-67 years. All patients received srom femoral stem and several acetabular cups were utilized of depuy and non-depuy. Poly liners were utilized in the cups but no information provided for bearing surface/material of femoral head. The article does not specify which products were related to the adverse events. The article does not provide adequate information to determine accurate quantities. The article reports all osteotomies united. "There were no neurovascular injuries, no infections, and no high-grade heterotopic bone." Depuy products utilized: srom stem, duraloc cup, pinnacle cup, unknown femoral head adverse events: osteolysis associated to poly liner wear (treated with revision), dislocation (treated with closed reduction and open reduction). No further information provided regarding adverse events and the interventions provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.